Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implant due to the patient¿s concern of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on posterior, crease fold, wear abrasion and delamination of the plug strap disk shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, delamination of the plug strap disk shell and yellow particle inner device. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A delamination partial of the plug strap disk shell (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.